Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An ht70 plus ventilator was returned to medtronic/covidien for software updates and preventative maintenance and during inspection it was found that the ventilator had a "data has reset" coin battery error code, an oxygen sensor error, and an erratic display. The ventilator was not in use on a patient at the time of the reported event. To address the issues, the coin battery, oxygen sensor, and single board computer (sbc) board were replaced. The unit passed all testing and operated within the manufacturing specifications.